Manufacturer narrative:
The complaint allegation was confirmed. The customer's photo evaluation of the alleged ar-7300ds, attached to the complaint, revealed that the device's tip was severely burned. The inner tube might have sustained damage from the burn as well. The most probable cause of the reported failure is user error due to operating the device without irrigation flow. According to dfu-0215 at revision 1. F. Precautions. 9. Irreversible damage to all devices will result if they are run without the flow of irrigation (dry). 10. Running the device without the flow of irrigation (dry) will cause the device to excessively heat and may cause a thermal burn.

Event description:
On 08/08/2024, an arthrex subsidiary employee reported via sems (B)(4) that an ar-7300ds dissector had an issue during testing. The surgeon performed the oscillation back and forth without any problem. It was then passed to the assistant, who made it work again. The tip then turned bright red and had sparks, causing the device to be burned and inoperative (see photo attached). This was discovered before use during a hand arthroscopy procedure on (B)(6) 2024, with no reported harm to the patient, surgeon, or the facility's staff. Additional information was received on 09/02/2024: the ar-7300ds dissector was connected to the shaver handpiece and the shaver console during the event. No harm was confirmed to the patient, surgeon, or the facility's staff.